Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was there any patient consequence as a result of the procedure being prolonged? No how much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. If so how much (ml)? Was there any patient consequence stable and in hospital, did not delay hospital stay or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that the staples malformed after firing. During the endoscopic right hemi colectomy, after fired with ec60a and ecr60d, found the staples malformed with irregular shape. The patient was oozing blood, suture was used to stop the bleeding and sew the wound. The surgery delayed about 20 minutes. The patient is stable and in hospital now.